Event description:
It was reported that the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Reportedly, customer resumed insulin therapy and elevated bg was addressed by a manual injection.

Manufacturer narrative:
Per the tandem user guide: insulin delivery has been stopped for more than 15 minutes. In this case, the resume pump alarm will be displayed on your pump no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.